Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt150 18.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (b)(9) 2018. The lens was explanted on (B)(6) 2019 due to complaint of mechanical complication. It was reported there was no required medical intervention, the replacement lens used was a non-johnson & johnson surgical vision iol. Outcome was reported as patient is doing well. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 04/29/2019. Device returned to manufacturer: yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be verified. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.